Event description:
It was reported that prior to a procedure, the device was broken. As the 300cm thruway guide was prepped for use it was noted that the tip of the device was broken and ''departed.'' No patient complications were reported.

Event description:
It was reported that prior to a procedure, the device was broken. As the 300cm thruway guide was prepped for use it was noted that the tip of the device was broken and "departed." No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - examination of the returned complaint device revealed that the placement and widths of the depth marker bands appear to be correct and unremarkable. The specimen presents no indications of a fracture or ''broken'' wire. The specimen does present bend/kink damage 1.40 to 2.35cm from the distal tip and camber over the remainder of the wire shaft. The lack of the dispenser assembly prevents examination of the j-straightener attachment for damage to aid in determining the timing of the damage to the distal region of the specimen device. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).